Manufacturer narrative:
H6 : code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating agent made outbound call to the patient (pt) - pt stated they are not home yet so, they have not been able to use the replacement recharger yet. Pt stated they may call back later if assistance is needed. Pt called back to confirm that equipment has been received and that she is able to charge her low implant at excellent recharging quality.

Event description:
It was reported that the implant 'no longer works'. Pt stated they were told the ins would 'hold off the pain' before they would have to get another back fusion but, the ins only 'served it's purpose' for a year and a half and they have not used it since. Pt stated then, they had to have another back fusion and the pain went away. Pt stated they need to have an MRI of the knee but, the MRI facility will not takethe pt's word that the implant is dead. Pt stated the ins charging does not work since the last time they tried to charge. Pt plugged in the recharger and saw no device found. Pt entered passive recharge mode with middle number going between 83 and 94. Pt then saw system problem rm03 appear. Pt denied damage to the rtm. Agent had pt plug recharger in again and agent put pt on hold for 8 mins. When agent returned, pt stated they say rm03 appear 3 more times. Pt stated the paddle is getting a little warm but, not hot. Pt denied damage to the recharger. Pt was frustrated because they have gotten MRI's before and did not have to do this. Agent reviewed MRI eligibility form. Agent asked - pt stated they do not remember using the belt. Pt mentioned during the call that the ins is buried under tissue and is located in their spine and 'causes them problems'. Pt stated they were told that if they tried to remove the ins battery, they would be paralyzed. When asked hcp - pt stated they see a nurse practitioner at the pain management place. Agent sent request to repair to replace the belt and the recharger. Agent will follow up with the pt tomorrow.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.